Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported headaches, bite issues, gum sensitivity, and caused a front tooth to become loose.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.